Event description:
It was reported that the patient was "having problems with the leads". It was stated that the leads were placed at the l5 and they kept moving. It was stated that the patient had a surgery to repair the lead that had moved.

Manufacturer narrative:
Product ID 3778-60 lot# serial# (B)(4), implanted: 2007 (B)(6); product type lead product ID 37742 lot# serial# (B)(4), implanted: 2005 (B)(6); product type programmer, patient product ID 377760 lot# j0546517v, implanted: 2005 (B)(6); product type lead. (B)(4).